Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 20 syringes 20ml ll s/c 50 had sticky foreign residue in them. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the technicians noticed that there is some sticky like residue in the 20ml bd syringes and when the plunger is pushed back, condensation appears."

Manufacturer narrative:
Investigation summary : since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that 20 syringes 20ml ll s/c 50 had sticky foreign residue in them. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the technicians noticed that there is some sticky like residue in the 20ml bd syringes and when the plunger is pushed back, condensation appears."